Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #1). Per operative notes, ¿upon initial inspection of the hernia, it appeared to be an incisional hernia in the epigastric location. There was some omentum within the hernia defect, and this was taken down. A sepramesh ip (device #1) was placed with tacker and sutured." (B)(6) 2016 - patient visited hospital for left and right lower quadrant abdominal pain and underwent CT imaging. (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia, peritoneal adhesions thereby underwent laparoscopic repair with the implant of ventrio st (device #2). Per operative notes, ¿adhesiolysis was performed by taking down omentum where it was stuck to the anterior abdominal wall, both in the area of previously placed mesh (device #1) as well as just to the actual peritoneum itself. The hernia defect was identified and separated from the patient¿s previous mesh. A ventrio st (device #2) was placed into the abdomen with tacker. The patients previously placed mesh (device #1) appeared to be in good position.¿ (B)(6) 2017 - patient visited hospital for abdominal pain. (B)(6) 2017 - patient had ongoing problem with hernia. (B)(6) 2017 - patient visited hospital for weak spots on stomach wall bilaterally and felt having hernias in 3 spots. Attorney alleges that the patient had adhesions, hernia recurrence, chronic constipation, hemorrhoids, bloating, gas and pain.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, about 1 year 7 months post implant of ventrio st, patient was diagnosed with hernia recurrence, abdominal pain. The adverse reaction section of the instructions-for-use, supplied with the device identify hernia recurrence as a possible complication. This emdr represents ventrio st (device #2). An additional supplemental emdr was submitted to represent sepramesh ip (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.